Event description:
It was reported and later learned through medical records that a patient with a 21mm 8300ab intuity elite aortic valve underwent a valve-in-valve procedure after an implant duration of 7 months due to severe perivalvular leak possibly caused by migration of the valve to the lvot. The patient presented with acute on chronic chf. The tavr was performed with a 23mm 9750tfx transcatheter valve. The post tavr dilatation did not treat the pvl; however, the patient was transferred to pacu in stable condition. Per medical records, the patient underwent an avr on (B)(6) 2023 utilizing a 8300ab intutiy elite aortic valve. It was noted that the valve was well seated without pvl and no other complications. Post procedure, the patient was found to have symptomatic severe perivalvular aortic insufficiency with progressive left ventricular dysfunction. The intra-operative tee and was consistent with the findings of severe aortic stenosis. The patient underwent a tavr procedure with out with any complication. The patient was transferred to the recovery room in stable condition. Post-operative tee revealed good placement of the bioprosthetic valve with continued significant pvl around surgical aortic valve replacement. There was no pvl between sapien valve and surgical valve. Through further investigation, it was confirmed the 21mm 8300ab intuity elite aortic valve was inflated to the proper pressure and for 10 seconds. After fully deploying the valve, the surgical team agreed that the deployment went properly. Per additional information received. The patient underwent re-do sternotomy and avr for residual severe pvl. Surgical and transcatheter valves were explanted 1 month post tavr procedure and were replaced with a 23mm 11500a inspiris resilia aortic valve.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 33069, rev a, regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed including migration of the valve to the lvot. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 21mm 8300ab intuity elite aortic valve underwent a valve-in-valve procedure after an implant duration of 7 months due to severe perivalvular leak possibly caused by migration of the valve to the lvot. The patient presented with heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve. The post tavr dilatation did not treat the pvl; however, the patient was transferred to pacu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.